Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 551 mg/dl. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The customer stated that a nurse put the auto off feature on, and she did not hear the alarm or knew that it went off. Reviewed the alarm history and found the auto off alarm. Checked the programming and noticed no basal or bolus rates. Ran a fixed prime test and passed. Advised the customer to call back to complete the high pressure test. Instructed the customer on turning off the auto off alarm per customer's request. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.